Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample found that the end of sternal zipfix cable tie w/needle had the end with the needle cut-off, most likely after tightening per the surgical procedure. No other issues were observed on the returned device. A dimensional inspection for the sternal zipfix cable tie w/needle peek 2 was not performed due to post manufacturing damage. A functional test was performed and the implant locked into the head as intended and therefore the complaint condition was not able to be replicated. Per sternal zipfix surgical technique guide: precautions: handle implants carefully, especially needles, to avoid damaging critical structures, soft tissue and/or hand gloves. Avoid excessive force when tightening implant. Do not use forceps to tighten implant. Damage resulting from excessive force or forceps may cause implant failure. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The complaint was not confirmed as a functional test of the returned device found it to lock as intended. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device product code # 08.501.001.20s, lot # 5856p33. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 24-aug-2023, manufacturing site: jabil bettlach, expiry date: 01-aug-2028. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: b3: exact date of event is unknown; event occurred sometime in 2024. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a procedure while tightening the zipfix it came out of the locking head. The procedure was completed successfully with a fifteen (15) minute delay. This report is for a zipfix. This is report 1 of 1 for (B)(4).